Event description:
"Machine caught fire while on use with a customer in the night. Apparently, the customer did not wake up while the machine continued to burn." "The patient got up when his room filled with smoke. He found the machine was burning and so he poured water on the machine."

Manufacturer narrative:
Requested that device be returned for evaluation on (B)(4), 2009. Follow-up request was sent on (B)(4), 2009.